Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The biomedical engineer troubleshot this reported fault with ge healthcare technical support and discovered a large leak in the co2 canister. The co2 canister was replaced. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit was not holding pressure during pre-use leak testing. There was no report of patient involvement.